Event description:
It was reported that the bd ultra fine¿ pen needle didn't fit correctly onto the tresiba pen, resulting in no insulin flow. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported during the dose the tresiba pen clicks funny feels dose does not come out. This happened last night (B)(6) 2020."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. See h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle didn't fit correctly onto the tresiba pen, resulting in no insulin flow. This complaint was created to capture the 3rd of 3 related incidents. The following information was provided by the initial reporter: "consumer reported during the dose the tresiba pen clicks funny feels dose does not come out. This happened last night (B)(6) 2020."